Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Analysis of the archived data files show no system flags and quality control (qc) was within specifications. There is no evidence of an instrument or assay malfunction. A definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. The patient was being admitted to the neurology department and complained of chest pain prior to the reported event. At that time, a troponin analysis was requested and a normal result was obtained. A second sample was collected from the patient and generated an elevated troponin result. The patient was then transferred from the neurology department to the cardiology department. An electrocardiogram (ECG) was ordered and produced a normal result, however, cardiac medication was given to the patient. A third sample was collected and produced a normal result. The cardiologist then requested the second sample to be reanalyzed. All three samples were reanalyzed and produced normal troponin I results. The cardiologist discontinued the cardiac medication. The patient was discharged from the hospital on (B)(6) 2013. It is unknown if any additional treatment was given to the patient. The customer-supplied data indicated quality control (qc) was within specification at the time of the event. No system issues were noted.